Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges 3 to 4 years of repeated severe rhinitis, "associated with watery and irritated eyes, unrelated to any allergy (tests performed), and unrelated to periods of pollination." In addition, the patient states "last december and january," they interrupted their "treatment for 15 days and noticed a disappearance" of their "rhinitis after 24 hours." There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. In this report, section h9 has been corrected. The device was returned to a third-party service center for investigation. During the evaluation of the device, the third-party service center visually inspected the device and found no evidence of foam degradation. The device was scrapped per the patient's request.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges 3 to 4 years of repeated severe rhinitis, "associated with watery and irritated eyes, unrelated to any allergy (tests performed), and unrelated to periods of pollination." In addition, the patient states "last december and january," they interrupted their "treatment for 15 days and noticed a disappearance" of their "rhinitis after 24 hours." There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.